Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s caregiver contacted lifescan (lfs) to report that the patient¿s onetouch ultra2 meter was displaying past meter results (reverting to memory mode) when she attempted to test her blood glucose. The medical surveillance specialist (mss) spoke with the reporter to obtain additional information; however, the reporter was unable to answer the additional questions. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged meter issue began on the morning of (B)(6) 2013. The patient manages her diabetes with oral medication(s). It is not known if the patient made any changes to her usual diabetes management regimen due to not being able to test her blood glucose. The reporter stated that the patient developed symptoms of sweaty and ¿used bathroom a lot¿; however, denied that the patient received medical treatment/intervention in response to the symptoms. The reporter could not confirm if the patient¿s symptoms began prior to or after the alleged meter issue began. At the time of troubleshooting, the cca noted that the alleged meter issue was resolved with training. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs symptoms suggestive of a serious injury. The subject meter could not be ruled out as cause or contributor to the event.